Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6) 2019 15:46:05 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: wegens2 low battery first call. Confirm red battery icon. Customer used new, fully charged batteries: yes. Battery longevity: 4-5 days. Last battery change: 07.05.2019. Sensor feature on. Backlight timeout set: 1 min. Lifestyle, br etc not changed. No excessive button pressing. No frequently backlight use. No daily rewinds. No unattended alarms. Rf on, vibrant on, use contour link: yes. No frequently uploads. Replacement battery cap. Country: (B)(6) city: (B)(6) zip: (B)(6) input date: 05/13/2019 warranty start: 09/15/2017 warranty end: 09/14/2021 batch - (B)(4).